Manufacturer narrative:
Onsite testing of the involved devices conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that the episode did not satisfy the alarm criteria for vrun, therefore no alarm was generated. The device performed to specifications. The investigation is considered complete, and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, at 21:56 an episode of ventricular tachycardia (vtach) did not alarm at the central monitor. No one was injured as a result of this event.